Event description:
A tandem mobi cartridge alarm was reported by the customer, but there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and was able to successfully load a new cartridge and resume insulin therapy. Technical support confirmed the alarm and sent an sms to request the return of the product. The issue is now considered resolved.